Manufacturer narrative:
Manufacturer ref#: (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Section e1. Initial reporter phone: (B)(6). Since no device has been received for analysis, no product investigation can be performed and the reported failure could not be evaluated. A manufacturing record evaluation was performed for the finished device 31502292 number, and no non-conformance's related to the malfunction were identified. With the information available and without the product available for analysis, the reported customer complaint could not be confirmed. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. The exact cause of the event could not be determined; however, there are circumstances of the procedure that may have contributed to the reported failure. Loss of microcatheter target position in the intracranial vasculature (with the exception of the internal carotid artery) will require reaccessing the target site with increased potential for vessel trauma, vessel spasm, and/or ischemia/infarct. In this case, there was no report of patient harm. Based on this information, this event does not meet us FDA reporting criteria as a ¿serious injury.¿ the file will be re-reviewed if additional information is received at a later date. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported, via a healthcare professional, that an enterprise2 4mmx23mm (encr402312/ 9368823) was used for a coiling endovascular embolization procedure to treat an aneurism. During the procedure, the stent was impeded in the distal end of the microcatheter and could not pass through. The doctor removed the stent and microcatheter from the patient. After completing the filling of the aneurysm and detachment of the coil in the aneurysm, the doctor gave up stent implantation and finalized the surgery. There was no report of patient injury. The event was initially reported as such, ¿impeded in microcatheter. It was reported that during procedure, stent was impeded in distal end of microcatheter and could not pass through the microcatheter. Doctor removed the stent and microcatheter from the patient. After finishing the filling of the aneurysm and detachment of the coil in the aneurysm, the doctor gave up stent implantation and completed the surgery. There was no patient injury report.¿ additional information was received on 30-jun-2025: according to the information received, a torqueing device was not used. There was no evidence of physical material within the device. The size and brand of the microcatheter was identified as follows: prowler select plus 150/5cm (606s255x/ 31502292). Additionally, the microcatheter did not kink or bend, and there was no excessive force applied to the devices. There was no prolongation/delay in the procedure due to the event, and it was confirmed that no adverse consequences for the patient resulted from any delays. Patient information, including demographics and medical history, were unobtainable.